Event description:
Reportedly, the device was implanted on (B)(6) 2016 and the patient had almost all the time a spontaneous rhythm in both channels with a good av conduction. The pacemaker was programmed to safer mode. During the next follow-up on (B)(6) 2016, statistics data in ¿overview¿ screen showed 98% of pacing in ventricular channel. No diagnostics data was available in aida memories. During the follow-up, patient had still spontaneous rhythm.

Event description:
Reportedly, the device was implanted on (B)(6) 2016 and the patient had almost all the time a spontaneous rhythm in both channels with a good av conduction. The pacemaker was programmed to safer mode. During the next follow-up on (B)(6) 2016, statistics data in ¿overview¿ screen showed 98% of pacing in ventricular channel. No diagnostics data was available in aida memories. During the follow-up, patient had still spontaneous rhythm.